Event description:
It was reported that the burr was stuck. The patient presented with coronary heart disease and a 1.50mm rotalink burr was selected for rotational ablation. During the procedure, it was noted that the guidewire was stuck due to burr quality issue, and the device could not be used. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to a kink in the wire. In order to determine the functionality of the returned burr catheter, a test rotawire was used. During analysis, the test wire was able to be fully inserted and removed with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck. The patient presented with coronary heart disease and a 1.50mm rotalink burr was selected for rotational ablation. During the procedure, it was noted that the guidewire was stuck due to burr quality issue, and the device could not be used. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.